Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Further investigation is in process.

Event description:
On an unk date, the pt was treated for a traumatic transection and was implanted with a gore tag thoracic endoprosthesis. On (B) (6) 2009, a follow up computed tomography angiogram (cta) showed that the mid portion of the tag device had collapsed. A reintervention is being planned. Further investigation is pending.